Event description:
On (B)(6) 2007, the patient was implanted with a gore tag thoracic endoprosthesis to treat a thoracic aortic aneurysm. On (B)(6) 2011, two additional gore tag thoracic endoprostheses were implanted.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The root cause of the intervention could not be determined with the provided information.